Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has flashing red cross and black screen. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The therapy board was placed on the xl+ test fixture and the operational check was run. At the end, the message ¿operational check failed¿ displayed indicating that the therapy test failed. An intermittent cold solder joint on r127 was observed; it was touched up and testing continued. At the end, the message ¿operational check passed¿ displayed, confirming all tests applicable to the device configuration and options passed. Also confirmed was a black flashing hourglass on the rfu indicator.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to be corrupt. The available information is consistent with a malfunction of the processor pca. The cause was a corrupt som pca.